Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The pt¿s blood glucose level was at unk. The customer stated that there were no significant events that could have led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan .the customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file overwritten. The rewind functioned properly during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked reservoir tube.